Event description:
Customer reported (B) (6) discrepancy. The hosp obtained (B) (6) results on the pos brekpoint combo 23 panel and oxacillin-resistant results when tested against another test method also performed for the clinical isolate. It is unk if the results were sent to the physician or if treatment was delayed or withheld. There are no reports of adverse health consequences associated with the discrepant result.

Manufacturer narrative:
Routine monitoring of complaint history and performance trends to ensure performance is within claims. Results: another test performed by the hosp provided discrepant results. Conclusions: product is within performance claims. The cause of the (B) (6) results is unk.